Event description:
It was reported that during a robotic laparoscopic kidney cyst removal procedure, at the suturing step, when the large needle driver (lnd) instrument was attached, it could not be inserted into the trocar as the instrument was not recognized. The lnd instrument was detached and reattached, but the issue persisted. The team checked and confirmed that the lnd was fully inserted into the sterile interface module (sim). The lnd was then removed, and the monopolar curved shears (mcs) instrument was attached to the same sim. The mcs was recognized without issue. The lnd was reattached to the sim but was still not recognized. As a result, a new lnd instrument was used to proceed with the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.